Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure dried blood was noted under the outer layer of the patient¿s right ventricular (rv) lead. There was concern of a possible insulation breach or fracture of the rv lead. All the lead measurements were stable, so the physician decided to use a lead repair kit and program the lead alerts to be more sensitive. The rv lead remains in use. No patient complications have been reported as a result of this event.